Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment, prescription and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached high over 500 mg/dl while wearing the pod. The patient had a headache and was also nauseas. The patient called their nurse practitioner. As treatment, a manual injection of insulin was delivered. The hcp advised they go back to mdi immediately and long lasting insulin, zofran was prescribed for the nausea. They returned to their clinic for a routine follow up with their provider on (B)(6) 2021 for a check in. Nothing was prescribed at that visit. The pod was discarded.